Event description:
While troubleshooting a platelet and differential background failure, the customer noticed a leak from the probe rinse block on the coulter lh 500 hematology analyzer. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the instrument was leaking from the probe and the customer was getting aspiration p errors when the leak was discovered. The fse found the bsv was not rotating properly which caused the leak from the probe as well as the aspiration p errors. The fse replaced the bsv actuator and the bsv solenoid to resolve the leak, diff background and the aspiration p errors. (B)(4).